Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt reported he is receiving an "f4" on his insulin infusion device and did not know what that was. He was advised there is an a4 (alarm clock) and an e4 (occlusion) error and if it was an occlusion it could affect his blood glucose. The pt did not want to give any info and stated he was having elevated blood glucose so he had no patience and would call back later. On follow up with the pt two days later, he stated, he was able to clear the e4 by changing his infusion headset. Symptoms of his elevated readings were "blood made of molasses" and argumentative. He stated his blood glucose has returned to his normal range of 80-150 mg/dl. He discarded the infusion set at issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.